Event description:
It was reported that after opening the package of the stent, the user found that the inlay optima ureteral stent was ruptured.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Three photo samples were also provided by the customer and showed a slight cut/break in the stent. The ureteral stent was returned in the opened original packaging. An evaluation was completed by futurematrix on 27oct2021. Visual inspection showed that the stent had been removed rom the perforated bag by the end user. No signs of discoloration or stretching were noted on the stent. There was a slight cut and an additional mark on the body of the stent. The cut/break was noted to be at an angle. The break/cut is visually similar to what is seen when a stent is cut with scissors. The outer diameter of the stent was measured with a laser micrometer and found to be 0.080" and the tip inner diameter was measured with a pin gage and found to be 0.043", both readings were within specifications. A 0.038" guidewire passes through the sample without resistance. No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event; therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after opening the package of the stent, the user found that the inlay optima ureteral stent was ruptured.